Manufacturer narrative:
A kink was noted on the exposed portion of the soft cannula. It is unclear when the kink occurred. During the fluid path test, fluid was able to flow passed the kink and out of the distal tip of the soft cannula. Also, a crack was found in the top housing of the device. It is unclear when and how the damage occurred.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 501 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient reported pod worked fine in the beginning, but then bg levels increased and remained high despite multiple bolus deliveries. Patient also had moderate ketones. As treatment, multiple corrections were delivered. The patient's blood glucose and insulin history are as follows: (B)(6).